Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The device cracked reservoir tube lip noted. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during bolus. The customer's blood glucose was 99 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.